Event description:
While disconnecting the q-syte during infusion: air bubbles appeared. After disinfection of the valve with pvp iodine, yellow color appeared in the valve.

Manufacturer narrative:
If a sample is received an investigation will be completed and a follow-up report filed. (B)(4).